Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the reservoir leaked past both o-rings. There was insulin in the reservoir compartment and insulin leaked into insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.